Manufacturer narrative:
(B)(4). Date of initial report: 09/20/2016. The unit has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted. A review of the device history records indicated that the serial number was released meeting all specification as manufactured.

Event description:
The customer reported that the monopolar coagulation wire, which was not a covidien product, caught fire during a procedure. The wire was attached to a covidien force fx-8c generator. Preliminary investigation by the customer indicated the fire was caused by repeated use of the wire. The fire was small and was extinguished immediately. No patient or medical staff injuries were reported. No additional information is available.